Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver case was opened for further evaluation. Trouble shooting for the receiver and battery was done during an interior inspection and confirmed the reported event that the receiver ceased to function. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the receiver ceased to function. No additional patient or event information is available. No data was provided for evaluation. The receiver has been received for evaluation. A follow up report will be submitted upon completion.